Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, prime test and excessive no delivery test. No excessive no delivery alarm noted. The device was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported excessive no delivery alarms and declined to troubleshoot for the issue. He stated that he had gone through seven infusion sets and each time checked the site and the cannula and the insulin vile and would still receive a no delivery alarm. The blood glucose reading had gone as high as 519 mg/dl. Customer treated with manual injection. Nothing further was reported.